Manufacturer narrative:
(B)(4). It was reported that the touch screen being unresponsive. Was caused by the depleted coin battery and it became responsive after the coin battery had been replaced.

Event description:
It was reported that the ventilator touchscreen was unresponsive. There was no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.